Manufacturer narrative:
The results / method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to an italy patient. It was reported the patient lost therapy. An impedance check revealed high impedance. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. The lead was damaged upon removal. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The reported event for high impedance was confirmed. As received, lead body had fracture with all internal wires broken, which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.